Event description:
The patient had an endurance catheter in his right forearm, but was complaining of pain when staff attempted to flush the catheter. The catheter was removed, but upon removal the catheter tip was found to have remained in the vein of the patient. This occurred just prior to a planned ivc placement and the provider was able to remove the catheter from the patient's upper arm vein during that procedure through the same access site (common femoral artery).